Manufacturer narrative:
Product event summary: an image data file and afapro28 balloon catheter with lot number 19809 were returned and analyzed. No patient or failure data files were received. The image file showed a balloon catheter identified as afapro28 with lot number 19809 connected to the coaxial umbilical cable with visible blood inside both devices. External visual inspection of the balloon segment showed blood/fluid inside the balloon. Visual inspection of the shaft segment was performed. No anomalies were identified on the shaft segment. The shaft was intact with no apparent issue. External visual inspection of the electrical handle segment was performed. No anomalies were identified. The electrical connector was intact with no apparent issue. The catheter smart chip data was reviewed. Data indicated the catheter was used for 18 applications. However, the catheter usage date recorded on the smart chip 2024-08-14 did not correspond to the event date. During functional testing, the console terminated the application and triggered system notice 12218 (the safety system detected a compromised outer vacuum). During pressure testing of the balloon segment, an outer balloon breach was observed. Dissection of the balloon segment identified an outer balloon breach (pinhole type). In conclusion, the visible blood issue was confirmed through analysis. The balloon catheter failed the returned product inspection due to a pin size hole on the surface of the outer balloon. During inspection of the handle segment, blood / liquid was observed inside handle. Supporting evidence is shown in the pli attachment. The device will be retained for a period of 1 year and available for further review. This analysis finding code is being monitored as part of the cardiac ablation solutions data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 - fdm/annex b, fdr/annex c, and fdc/annex d. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, multiple system notices were received at the end of the procedure indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. Blood was observedin the coaxial umbilical cable and coaxial port. The console was replaced with another manufacturer's product which resolved the issue. The case was completed with cryo. Images were reviewed and confirmed the blood in the coaxial umbilical cable and coaxial port. The blood bottle appeared empty. The data files were reviewed and no abnormalities were found. At an unknown time during the case, a system notice was received indicating that there was a problem with the failure storage file. Service was recommended. No patient complications have been reported as a result of this event.